Event description:
During an aortic valve replacement, the cardiac sump wires became entangled in the chordae tendinease. The doctor had to try and cut the wires free from the chordae and may have damaged them.